Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. Date of issue is an approximation. It was initially presorted that the patient needed medical assistance from emergency medical services (ems) when the cgm was displaying 76 mg/dl. Further contact was made with the patient¿s wife by dexcom¿s medical safety on (B)(6) 2019. She stated the patient experienced a hypoglycemic event that resulted in ems treatment and transportation to the emergency department. The patient was in the bathroom when he passed out. His g6 value was 79 mg/dl; however, his bg per ems was 32 mg/dl. Ems started intravenous (IV) therapy and treated the patient with fluids and dextrose. In the ed, the patient was stabilized and released. At the time of further contact, the patient was at home and there was no report of long-term effect. Additionally, the sensor was inserted into the arm, which is off label usage of the device. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.